Event description:
It was reported that the procedure was to treat the bifurcation of the marginal-circumflex. A 2.25 x 15 mm xience v stent was implanted into the marginal vessel. One balance middleweight (bmw) guide wire was in the marginal vessel when the xience v was implanted. There was another bmw guide wire into the circumflex as it was a bifurcation. When the bmw into the marginal was attempted to be removed, the guide wire tip had caught in the xience v stent strut. An unknown balloon was advanced in order to provide support to remove the guide wire, but the guide wire could not be removed. Force was used to remove the guide wire, but it separated, and approximately 2 cm of separated guide wire remained in the stent struts. After removal, the proximal part of the guide wire appeared frayed. A snare device was used in an attempt to remove the separated portion, but was not successful. Three additional bmw guide wires were used to perform a kissing balloon technique; however, after they were removed, the three guide wires appeared soft. A new bmw guide wire with a different lot number was used without issue. It was noted that the numerous passing created a dissection on the anterior distal-descendent trunk, which was caused by an un-specified guiding catheter. The dissection was treated with an un-specified 3.5 x 8 mm stent. This additional stent was used to treat the dissection and to appose the separated guide wire segment to the vessel wall. An additional 3.0 x 8 mm xience v stent was placed to treat the anterior descendent ostium. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - against resistance.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report filing, additional information confirmed that only a small fragment separated (a few millimeters).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the reported tip separation. As a result of the condition of the returned device, the reported difficult to remove could not be confirmed. Furthermore, the reported entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. A total of 6 unused devices were returned in association with this incident. None of the guide wires indicated any issues and were within manufacturing specification. It should be noted the warnings section of the hi-torque guide wire instructions for use (IFU) states: do not torque a guide wire if the tip becomes entrapped within the vascular. It also states to not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, as the reported improper removal likely contributed to the reported difficulties.